Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7092637.

Event description:
It was reported that during trial postoperative programming, the patient was experiencing inadequate stimulation. Fluoroscopy was taken and showed that the patients lead had migrated. The physician did not suspect device malfunction. The physician opted to replace the lead and was doing well postoperatively. The explanted trial lead will not be returned as it was kept by the medical facility.